Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device, during the initial drain. The home patient (hp) was connected at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no adverse event associated with this report. No additional information is available.